Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (88 percent stenosis degree) in the severely tortuous mid lad. During the attempt to cross the target lesion, resistance was felt. Thus, the stent system and the guidezilla were removed from the patients body but the stent dislodged from the balloon. The stent was localized in the patients body and was removed by using a snare kit.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon of the delivery system is still well folded and shows no signs of inflation. Stent imprints are visible between the x-ray markers, indicating that the stent was initially crimped on the balloon. The stent was returned unprotected and is severely deformed over its entire length. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.